Event description:
During an arthroscopy procedure, it was reported that there was only one implant in the device. Additional information indicated that they noticed the missing item when they had the implant in the patient trying to fire t2. There has not been any report of patient complaints after the procedure.

Manufacturer narrative:
A fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the used device shows the actuator in its post t2 position indicating a complete deployment. The device was functionally tested for proper actuator advancement, cycling and deployment. The device functioned as intended. A review of manufacturing documents did not reveal any anomalies. A root cause could not be determined. No further investigation is necessary at this time. (B)(4).